Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported event. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure and restart of the ventilator. The service technician replaced the power supply as a precaution for the findings. Extended self testing and performance verification testing was completed and all tests passed per operating specifications.